Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor initially failed to pair with the ilet, requiring code entry assistance, app pairing, and subsequent replacement of the sensor by the cgm manufacturer; pairing to the ilet was achieved after troubleshooting and education. Symptoms included transient hyperglycemia with a peak glucose of 230 mg/dl. Outcomes included glucose values above target for about one hour with return to range thereafter, without ketone testing, backup therapy, medical intervention, or health effects such as loss of consciousness or dka. Investigation included customer support troubleshooting and user education on correct sensor code entry and pairing workflow. Investigation of this case revealed an initial communication/pairing failure between the cgm and the ilet with resolution after correct device setup, consistent with a connection or use-related issue rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related setup error and external cgm pairing issues.